Event description:
It was reported that (1) sw100 device was used during a laparoscopic nissen fundoplication procedure. It was reported by the rep that the suture was fired and reloaded several times. After the third or fourth firing a piece of the instrument broke off during the firing cycle. The piece that fell off is stuck in the 511sd which is attached. The case was completed by opening a new suture assistant. There was no consequence to the patient.